Event description:
It was reported that during a home visit for labs, blood work and dressing changed, site unremarkable. When changing the milrione bag, residual volume was 23ml running at 2ml/hr. Bag appears to be full. The pump log was checked, no alarms have gone off, and the pump has not stopped since last bag change. Patient stated he has been feeling more tired today but did not sleep well. New pump was sent to patient. No patient injury reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. E4 is unknown.